Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, patient: 1, inratio: 0.9, lab: 2.4, <5 minutes between tests. Caller did not perform the test and does not have access to the patients medical records. Therapeutic range: unknown.

Manufacturer narrative:
Investigation pending.